Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed that although the particulates were not readily visible, there was evidence that particulates were present in the solution. The reported problem was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one unit of preveleak contained particulate matter. This was further described as white particulates that were noted to be floating in the crosslinker solution when the product was taken out of the package. This was identified during use in a research laboratory setting in which the intended product use was to bond two pieces of peri-guard grafts. The product had been stored in a walk-in refrigerator before use. There was no patient involvement. No additional information is available.